Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the dissection in the circumflex artery was a minor edge dissection and required no intervention. At the end of the procedure, no minor dissection remained visible on optical coherence tomography. The thrombus noted in the 4.0 x 15 mm xience alpine stent was treated with reopro; however, the thrombus was still present at the end of the procedure. No additional intervention was performed to treat the thrombus. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and dissection are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 4.0 x 15 mm xience alpine stent referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 2.5x23 mm xience alpine stent and a 3.0x28 mm xience alpine stent in the mid circumflex (cx) artery. A 2.75x38 mm xience alpine and a 4.0x15 mm xience alpine stent were implanted in the proximal left anterior descending (lad) artery. It was noted that after implantation of the stents in the cx artery, an edge dissection occurred at the distal stent, the 2.5 x 23 mm xience alpine. No treatment was provided. After implantation of the stents in the lad artery, thrombus was seen in the proximal stent, the 4.0 x 15 mm xience alpine. Reopro was administered. On (B)(6) 2019, the patient experienced non-serious chest pain. Cardiac enzymes and electrocardiogram were negative. An exercise tolerance test was performed on (B)(6) 2019 and was positive. The patient was referred for follow up. There was no additional information provided.